Event description:
It was reported that the programmer was "not working" and that was all the caller knew. The caller stated the issue could possibly be no telemetry. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was "not working" and that was all the caller knew. The caller stated the issue could possibly be no telemetry. The programmer will be returned for repair. There was no patient involvement

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was "not working, possibly no telemetry", it did interrogate only intermittently and therefore the link electronic module board was replaced. The programmer also displayed an "overheat" message and had a noisy system fan and the power source and system fan were both replaced. (B)(4).